Event description:
It was reported that it was not possible for the universal oscillating saw attachment to attach saw blades into the attachment. Blades wouldn't lock, another unit was readily available. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/12/2012. Evaluation of the device observed the pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.